Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain symptoms return. It was unknown if there were any contributing factors that may have led or contributed to the issue. It was reported that according to thepatient, the office ordered an x-ray of the leads, which confirmed the leads moved. The patient was scheduled for a lead revision today and the issue was resolved at the time of the report. It was reported that surgical intervention occurred as the patient had a lead revision and was now getting coverage in their areas of pain. The event date was asked but was unknown. No further complications were reported/anticipated.